Event description:
A technician reported that a pt had an unexpected post-operative outcome following lasik and multifocal intraocular lens implant. It is not known which surgery was performed first. She also reported that the pt experienced a prismatic rainbow effect at night around lights. Add¿l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).